Manufacturer narrative:
(B)(4). The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the clinic was unable to interrogate this pacemaker device. Two different programmers were used but both were unsuccessful. The clinic noted that the patients heart rate was approximately 50 beats per minute. Boston scientific technical services (ts) reviewed the latest remote transmission of device data, which occurred over one year ago. The data indicated that at that time, the device was programmed to a ventricular-only pace and sense mode at a rate of 55 beats per minute. Also, the patient received pacing therapy seventy-one percent (71%) of the time. In addition, the percent power comparison was one hundred thirteen percent (113%) and ts noted that this could be a possible indication of the start of premature battery depletion. Ts provided guidance to the boston scientific representative (rep) to check for a magnet rate on the device and check other specific options on the programmer. The rep indicated that they would follow up with the clinic. The device was subsequently explanted and replaced the next day. No additional adverse patient effects were reported.

Event description:
It was reported that the clinic was unable to interrogate this pacemaker device. Two different programmers were used but both were unsuccessful. The clinic noted that the patients heart rate was approximately 50 beats per minute. Boston scientific technical services (ts) reviewed the latest remote transmission of device data, which occurred over one year ago. The data indicated that at that time, the device was programmed to a ventricular-only pace and sense mode at a rate of 55 beats per minute. Also, the patient received pacing therapy seventy-one percent (71%) of the time. In addition, the percent power comparison was one hundred thirteen percent (113%) and ts noted that this could be a possible indication of the start of premature battery depletion. Ts provided guidance to the boston scientific representative (rep) to check for a magnet rate on the device and check other specific options on the programmer. The rep indicated that they would follow up with the clinic. The device was subsequently explanted and replaced the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6)2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.